Event description:
The facility reported a flogard infusion pump that presented an "f38 alarm". It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported a flogard infusion pump with an f-38 alarm, which was confirmed by technical services. The cause was determined to be damaged left and right tube misloading sensors. The tube misloading sensors were replaced in order to resolve the problem. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.